Event description:
The patient complained of anterior left knee pain. The surgeon removed a duracon beaded patella and replaced it with an all poly patella. The surgeon believes the patella was the reason for the pain.

Manufacturer narrative:
Clinician review of the provided records noted a the metal backed patella component to be in a non-anatomic position following loss of fixation. The root cause of the loss of fixation could not be determine based on the limited information provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient complained of anterior left knee pain. The surgeon removed a duracon beaded patella and replaced it with an all poly patella. The surgeon believes the patella was the reason for the pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon patella. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.